Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy, the surgeon experienced difficulty closing the device. Excessive force had to be applied to push the spike into the other device. The device was ultimately able to be closed. There was not excessive tissue incorporated into the barrel of the stapler. The stapler sizers were not used. Additionally, the twist knob was loose so the spike would return back to the stapler body during coupling with the other device. The anvil was eventually able to couple with the handle. No patient injury or extension in surgical time. Patient status is alive, no injury.